Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that lead migration was confirmed. They also answered yes when asked if the cause of things changing suddenly after the fall was determined. They reported the issues had been resolved. No removal or replacement was planned. The device was still in use.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence urge incontinence. The trial began (B)(6) 2021. It was reported that the patient fell the third day and perhaps jarred the leads. They were advised to let their doctor know about the fall. The following day, they reported they were not seeing any improvement, as they were voiding more and having more bowel movements. They reiterated they fell after their procedure and that was when things changed for them. They just wanted to be able to get out of their home more and not worry about accidents nor needing a bathroom right away. They had been advised to contact their clinician with health concerns. The following day, they stated that last night it was all rumbling and they had discomfort with gas. They were again advised to contact their clinician with health concerns.